Event description:
Customer reported device = 486 mg/dl at 9:25 am. Customer took insulin. Customer began "throwing up" and then went to the hospital. Hospital device = 1200 mg/dl. Customer was treated at the hospital for high blood glucose, however the type was not provided. No controls were used. Strip information was not provided. A request was made for return made for return product and replacement product was sent.